Manufacturer narrative:
The calibration signals were within specifications. The qc results were within specifications. An overall reagent issue can most likely be excluded. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-tpo result from one patient sample tested on the cobas 8000 with serial number (B)(4). The initial result was not reported outside of the laboratory. The initial result using an aliquoted sample was 37 iu/ml. The first repeat result using the primary tube was 14 iu/ml with a data flag. The second repeat result using the primary tube was 14 iu/ml with a data flag.

Manufacturer narrative:
A general reagent problem can most likely be excluded based on the provided calibration and qc data. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.